Manufacturer narrative:
During device evaluation, the air/water leakage from the bending section cover and a broken fiber were confirmed, and due to damage on the image guide bundle, the image had a stain. A deformation of the bending section was not confirmed. Additional findings include the following: the control unit and eye piece had a scratch; the connecting tube had a buckling; the image guide bundle had significant breakages; the bending angle in the up and down direction was out of standard value due to wear of the angle wire; the universal cord was sticky; water tightness was lost due to a pinhole on the bending section cover; and the adhesive on the bending section cover was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
During maintenance of the bronchofiberscope, the olympus representative reported there was a leak in the bending section cover, kinks in the connecting tube, and black dots on the image. There were no reports of patient harm associated with this event. The device was returned and evaluated, and the forceps channel port was shaved. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the forceps channel port damage was that the metal part of the endo therapy accessories, cleaning brushes, etc. Were contacted with biopsy port at inserting/withdrawal of the accessories while the user was handling the device. Olympus will continue to monitor field performance for this device.